Event description:
It was reported that the patient developed an infection; specific symptoms were not reported. The device system was explanted. It was reported that the patient recovered without sequela. The medication used in the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.